Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor pod removal from the patient's skin, the sensor wire was detached. The sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.